Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the balloon, obturator, valve seal and doors appeared intact. The insufflation bulb was received. Pmv performed functional testing; the balloon was inflated, no leaks detected. All other components functioned normally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure, the device did not inflate. The procedure was completed with another device. There was no patient harm.